Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type extension product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type extension product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type lead product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type extension product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type extension product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2007 product type lead.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of occipital neuralgia. It was reported that the entire system was explanted a few months after implant due to the infection. No further information was known. No device allegations were made.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.